Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that t4 was around 4-6c but the water temperature of t1 was not cold. The mixing pump was replaced. The device was evaluated. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. The labelling review is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d,f,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the water did not cool down in an arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6) 2023, repaired device on the site. They resolved the issue and replaced a mixing pump. And tested device by bypass mode, it worked normally.

Event description:
It was reported that the water did not cool down in an arctic sun device. Per review of wo on (B)(6) 2023, there was no patient involvement. Symptoms were detected during the equipment inspection. Per follow up information received via email on (B)(6)2023, repaired device on the site. They resolved the issue and replaced a mixing pump. And tested device by bypass mode, it worked normally.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.